Manufacturer narrative:
Follow-up #1: date of submission 03/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/04/2014 with the following findings: the keypad was found to be intact; no damage was observed. The up arrow and contrast buttons were found to be intermittently unresponsive. The down arrow and ok buttons respond ed appropriately. No buttons were sticking. The keypad cover was removed and evidence of contamination was visible under the up arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed the pump¿s audible sound was unresponsive. The pump case was opened and no physical damage was observed to the audible alarm circuit. When the pump case and piezo were replaced with a test pump case, the audible sounds functioned properly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.